Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a laparascopic surgery the implantable pulse generator (ipg) progressively eroded though the pocket site in the patients abdomen. The ipg was explanted and the right atrial (ra) lead and right ventricular (rv) lead were inactivated. No further patient complications have been reported as a result of this event.